Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had air bubble anomaly. The blood glucose was 494 mg/dl at the time of the incident. Approximate size of air bubbles is very tiny air bubbles. Customer is stating that there are a couple of bigger ones now. Customer stated that blood glucose was high due to the air bubbles and did not want to troubleshoot for high blood glucose. Customer was stating that she does see some champagne or soda pop, but they have gotten bigger. Customer had just noticed the air bubbles recently. Customer primed 9 unites to prime some of the air bubbles out. Air bubbles were not removed successfully after troubleshooting. Customer advised to replace the insulin pump. The insulin pump will not be returned for analysis.